Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause for the patient becoming unresponsive following the refill was a suspected pocket fill, but they can¿t confirm with certainty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-20, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving sufentanil (2,000 mcg/ml, 833.3 mcg/day), clondine (1,100 mcg/ml, 458.3 mcg/day) and bupivacaine (22 mg/ml, 9.166 mg/day) via an implantable pump. It was reported the patient had a scheduled refill on the morning of (B)(6) 2025. A short time after leaving the facility, the patient was reported as being unresponsive and was taken to the emergency department (ed) for evaluation and care. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The rep went to the ed on the afternoon of (B)(6) 2025 and ran logs to rule out any pump stalls/malfunctions - none noted. The rep met with the managing physician on afternoon of (B)(6) 2025 at the ed to aspirate pump to compare to what was put in at the refill earlier in the day to rule out a pocket fill. The expected volume per telemetry was 39.9 ml, aspirated 38 ml. They lowered daily dose from 833.3 mcg/day to 625 mcg/day (25% reduction). The patient was kept overnight for further monitoring. Additional details stated the patient was attentive and responsive at around 1:00 am (B)(6) 2025 and was released from the hospital later in the morning. The issue was resolved at the time of this report.